Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Other devices that were implanted during the procedure includes: part: 9790315 / lot: unk (x4) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2015, patient underwent surgery. Post-op, patient developed rheumatoid arthritis in his joints and was in pain. Patient symptoms started 7 months after the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.